Event description:
A surgeon reported having had reflections during a laser procedure. The surgeon indicated the fiber was in the correct position at the time the laser was fired. There was no pt injury reported. Add'l info was received from the surgeon indicating the type of procedure being performed at the time of the event was panretinal photocoagulation. The laser reflections hindered the surgeon's vision and the surgeon suffered from "blinding" for approx 10 minutes. No medical or surgical intervention was required as a result of the event. The surgeon indicated she was not planning to have an eye examination due to the event. No add'l info is expected.

Manufacturer narrative:
The company rep examined the system and cleaned the slit lamp optics. The system was then tested and met product specs. No samples were returned for eval. No add'l info was provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. The customer reported event of reflection was not confirmed. It has been noted that the reported system, slit lamp, and dr's filter are currently being used and no further issues have been reported. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).